Manufacturer narrative:
Reported event: an event regarding crack fracture involving a hmrh tibial component was reported. The event was not confirmed. Method and results: device evaluation and results. Material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Clinical review. No medical records were received for review with a clinical consultant. Device history review. Review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review. There have been no other similar events for the lot referenced. Conclusion: it was reported that the patient was revised whereas only the screws in the area of the femoral shaft anchorage were removed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports and the primary operative reports as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and or additional information become available to indicate further evaluation is warranted this record will be reopened.

Event description:
The implant broke in (B)(6) 2023. A revision was allegedly not possible before (B)(6) 2024 because according to the doctor all efforts to obtain the prosthesis parts for an axis exchange in the absence of ce certification and little cooperation from the manufacturer had failed. Stp osteosarcoma dist femur right dist femur resection and implantation dist femur hms one revision removal of screws in the area of the femoral shaft anchorage screws in the area of the femoral shaft anchorage.